Manufacturer narrative:
The device involved in this event was not returned to co, therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained; thus, no conclusion can be drawn for this event.

Event description:
User facility reported post-op day 1 following an uneventful novasure procedure, the patient complained of abdominal pain. A CT scan revealed no uterine perforation. Antibiotic treatment was given for presumed endometritis; the patient is symptom free and reportedly doing well.